Event description:
The ge oec 9800 fluoroscopy system had a described system lock-up. The system was removed from service for repair. On-going service issues.

Manufacturer narrative:
A ge oec service rep has remaining service entries for this system that has had service on 5/24/2007 and 5/29/2007. As of this report, there was 2 other service calls in progress to repair the system. There are some issues with parts availability. If issues to be reported differ than already submitted, a follow-up MDR will be submitted. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative patient effect was reported because of this malfunction that occurred during a procedure.